Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate had reported that during the spinal procedure, the tip of the viper2 t20 hexlobe driver shaft became deformed during an event that was reported to FDA on mfg medwatch report nos. 1526439-2014-11302 and 1526439-2014-11303. However, receipt of the instrument for evaluation on (B)(4) 2014 found the tip had actually broken off from the instrument. A request to the affiliate for additional information regarding this event revealed that the tip had broken off from the instrument intra-operatively and was retrieved from the patient. This medwatch report is being filed for the viper2 t20 hexlobe driver shaft with the broken tip.

Manufacturer narrative:
Visual inspection revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. The driver was sent to the lab for fracture analysis. Scanning electron microscopy (sem) was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the part. The images show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. The images also show plastic deformation at one of the hexlobes of the driver. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the viper2 t20 driver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the viper2 t20 driver was conducted on the specific code from the complaint as a device family does not exist for this instrument. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause is unknown however fracture analysis found evidence of plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests the driver underwent a quasi-static torsional shear failure. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.